Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was reported to have occurred from a small volume intermate device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured january 6, 2015 to january 7, 2015. Visual inspection noted fluid inside the housing. The fluid was due to a ruptured reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.